Event description:
It was reported that spectrum pump serial number (B)(4) under infused. The customer stated that the pump indicated that a 250ml primary infusion of mannitol was infused but only about 50ml was actually infused. The error was discovered at 9:26 (not defined as am or pm) on (B)(6)2013. There was no pt injury.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. At this time the eval is not complete. A supplemental will be submitted once the investigation is complete.